Manufacturer narrative:
Device analysis report is attached. This report is submitted on november 01, 2021.

Manufacturer narrative:
This report is submitted on october 5, 2021

Event description:
Per the clinic, in (B)(6) 2020 the patient experienced pain and swelling at the implant site. Pus was drained from the wound site on (B)(6) 2020. In (B)(6) 2020 the patient again presented with a wound dehiscence. The would was repaired under a general anaesthetic. In (B)(6) 2021 the patient again presented with extrusion of the implant and skin-flap necrosis. The patient was hospitalised and antibiotics were administered (IV, oral and topical). The device was explanted on (B)(6) 2021.